Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners and battery tube threads and minor scratched display window. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was trying to deliver a bolus and the act button was not responding and then the insulin pump alarmed button error. The battery was removed and reinserted and the alarm recurred. It was stated that the device might have been splashed with water. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.